Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. Technical services (ts) was consulted, provided a review discussing that it appears to be related to lead integrity, dislodgement or connection related. Ts recommended an x ray to assist with further troubleshooting. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD was reprogrammed to the secondary sensing vector and no noise was reproduced. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. Technical services (ts) was consulted, provided a review discussing that it appears to be related to lead integrity, dislodgement or connection related. Ts recommended an x ray to assist with further troubleshooting. This s-ICD remains in service. No additional adverse patient effects were reported.